Manufacturer narrative:
Vyaire file identification : (B)(4). The customer reported they replaced the solenoid manifold to correct the problem, at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported leak on the high pressure side on the lap top ventilator 2150. At this time, there is no information regarding patient involvement associated with the reported event.